Manufacturer narrative:
The returned implant was evaluated and found to be clean and to meet specifications. The formation of scar tissue, rather than bony tissue, is the probable cause of failure. In addition, as the pt's diabetes is "somewhat controllled," it may have been a contributing factor.

Event description:
Implant placed 7/22/1997. On 12/2/1997, implant was found to be wobbly. It was replaced with a wd implant. Pt has diabetes. One person affected.